Event description:
In 2009, the patient reported that about 4-5 months ago, her insulin infusion set detached from the adapter on her infusion device. She said she discovered this when she felt sick to her stomach and her readings were more elevated (no value given) than her normal range which is in the 80's mg/dl. She said she bolused insulin to correct her readings. She stated there was no visible damage to the tubing and she said she thought she might not have properly tightened the connection. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.